Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the insulin safety syringe. The customer reports "the safety device did not lock and the nurse was stuck with a dirty needle."